Event description:
Medtronic received information that this bioprosthetic valve, implanted 22 months was explanted due to thrombus formation.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. This event was received at medtronic's legal department via a letter from the patient who was implanted with this valve. The letter also contained the gross histology report. The gross description on the histology report indicated that the leaflets were tan and 0.1 cm thick. It also stated that the underside of one leaflet is a .5x0.3x0.1cm hyperemic roughened, thickened focus. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The gross report indicated thrombus was present on the valve which is generally considered a patient related condition.